Manufacturer narrative:
No problem found. The complaint allegation was not confirmed. The reported failure couldn't be recreated. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, revealing regular signs of wear. The device was assembled with ar-6411 and ar-6421 pump tubing and tested under normal use conditions to reproduce the reported issue(s). The pump was connected to power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine, the device ran for 51 minutes without issues. No problem found. To test the outflow system, the device was assembled with an ar-6430. The lavage and rinse buttons were pressed to evaluate functionality, and no issues were noted. The device is working as intended. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. Clamping test: a clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicated that the pump triggered an alarm, and the rollers stopped moving. Pressure testing evaluation: with the pressure calibrator set at 100 and 200 mmhg, the pump pressure results were 46 and 91, respectively. These results indicated no problem with pressures.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump wasn't functioning properly. This occurred during a case when using outflow tubing, the suction wasn't performing as it normally does. There was no additional information provided, and additional information has been requested.